Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provide via a representative regarding a patient in italy who was receiving morphine 2.5 mg/ml at a dose of 3.9983 mg/day and naropina/ropivacaine 8.7 mg/ml at a dose of 13.9140 mg/day via an implantable pump. The lot numbers and concomitant medications were not obtainable. The indication for use was not provided. The patient¿s medical history was reported as ¿none.¿ it was reported by the physician that during normal use, premature pump deployment (premature elective replacement indicator (eri)) had occurred. It was not known what led to the event. The logs were read and eri registered on (B)(6) 2016 and the pump was implanted in 2014. It was further reported thata pump motor stall occurred and that the pump had been at eri since (B)(6) 2016. The pump session report data provided noted that the pump at some point had reached a low reservoir, a motor stall occurred, a pump period may exceed tube set occurred, and eri declaration. The cause of the stall and eri was unknown. The patient experienced morphine withdrawal symptoms for four days but was now better. Troubleshooting included reading the logs and actions taken was a planned pump replacement but it was not yet scheduled. The issue was not resolved at the time of the report. The pump remained implanted but out-of-service. There was no report of patient symptoms and the patient's status was reported as alive-no injury at the time of the report. Additional information was requested to clarify if the patient had been exposed to any electromagnetic interferences (emi) or a magnetic resonance imaging (MRI) scan, any issues related to volume discrepancies, if there had been multiple motor stalls in the logs and the frequency, product status/return. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Initial analysis of the pump revealed a motor feed through anomaly with shorting across the insulator. In addition, independently, the hybrid was also found to have a general anomaly, a high current drain. The hybrid was to have further testing. A supplemental report will be filed should additional analysis become available. Additional correction number: z-1579-2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further analysis confirmed the high current drain. The cause for the high current drain was a defective antenna driver circuit in the l334 ic. The packaged l334 ic confirmed to cause the excess current. A leakage site was identified by photon emission analysis. In conclusion, the pump exhibited a motor feed thru anomaly with shoring across the insulator and the pump hybrid had a high current drain, specifically, an anomaly with l334 ic. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-14 the representative reported that the patient had not been exposed to any electromagnetic interference (emi) or a magnetic resonance imaging (MRI) scan. In regards to the low reservoir noted in the session report there were no issues as it was reported as n/a. There was only one motor stall in the logs, with a tube set that never did recover. The pump was to be returned post replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.